Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported a problem with battery not charging. There was no reported pt involvement.